Manufacturer narrative:
The implant was not returned and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined without device evaluation.

Event description:
It was reported that during biceps tendon repair, the implant broke into pieces during placement. The customer indicated the inner diameter of the implant would not fit on any of the drivers. The customer is not sure if all pieces were removed because it broke into too many pieces. No adverse consequences have been reported with the patient from this event. This device is used for treatment.